Manufacturer narrative:
Customer reported pressure sensor bottle side failure which constitutes a reportable malfunction; however, the investigation has not been completed. A follow up MDR will be submitted to include investigation conclusion once the device is repaired.

Event description:
Customer reported pressure sensor bottle side failure which constitutes a reportable malfunction.

Event description:
Customer reported pressure sensor bottle side failure which constitutes a reportable malfunction.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for (B)(6) was performed from 02/26/2019 to 07/28/2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device.